Event description:
It was reported that during an unknown procedure, the resident fired the device and heard the crunch. At some point, there were malformed staples at the anastomosis site. Presumed to have been detected visually because a leak test was not performed. The surgeon used suture to secure the anastomosis. The surgeon then created a colostomy for the patient. The surgeon stated that when going into the procedure, he thought he may have to create a colostomy due to the patient¿s health and location of the anastomosis. The patient was stable after the procedure and since has been released from the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.